Event description:
The complainant is paralyzed from the neck down. At 2 weeks ago, the home nurse noticed that the product contained "a clear liquid." The product should be sterile and completely dry for use. The nurse brought the problem of the product to the attention of the father who now believes this may have caused his son to develop a urinary infection. However, the father stated that urinary infections are normal for individuals who are paralyzed. He stated that his son regularly has urinary infections. They called the supplier who replaced the contaminated product.